Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿undesirable shortening of limb.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 allegedly due to pain and leg discrepancy. It was reported that the femoral component was removed and replaced. In addition, allegedly at patient's request, the head was removed and replaced with a head and liner. No further information has been provided.